Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the reservoir was stiff and she was unable to get insulin into the reservoir. Customer's blood glucose was 469 mg/dl. During troubleshooting, insulin did exit the device with manual prime. Customer was advised a tubing clamp will be sent to perform the high pressure test. After troubleshooting, customer will not be returning the device for analysis.